Event description:
Skin wheal needle (25g x 1.5") was leaking when attached to syringe, needle was tightened at hub, hub of needle then separated from needle end and remained in pt, forceps were used to remove needle end. No pt injury reported.